Event description:
Medtronic received a report that an Axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located on the anterior communicating artery (ACom), with a max diameter of 4.2mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil would not detach. Many attempts were made with a new detacher, and ID.  The physician attempted to detach the coil 3-4 times with the first instant detacher. Then again 2 times with the second instant detacher. A manual attempt at detachment via hypo tube was attempted 1 time. After the failed attempts the coil was removed and replaced  with another. The procedure was completed successfully. All devices were prepared as indicated in the IFU and no patient complications were associated with this event. Ancillary devices include a Thermo sheath,  Echelon micro catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.